Manufacturer narrative:
The field service engineer found an issue with the sipper. He performed checks, sipper check, reagent prime, and tip gripper check. Afterward, the instrument was confirmed to be functioning normally, and all rerun tests passed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results for qc material and patient samples from the cobas e 801 analytical unit. Representative examples are provided. Example 1 initial c-peptide result was 2379 pmol/l, and the repeat result was 3123 pmol/l. Example 2 initial free t3 result was 5.76 pmol/l, and the repeat result was 4.76 pmol/l. Example 3 initial high sensitivity troponin t result was 29.5 ng/l, and the repeat result was 36.5 ng/l. Example 4 initial plasma pth result was 1.23 pmol/l, and the repeat result was 1.66 pmol/l. Example 5 initial tsh result was 2.83 uiu/ml, and the repeat result was 3.47 uiu/ml. Example 6 initial vitamin b12 result was 273 pg/ml, and the repeat result was 136 pg/ml. Example 7 initial vitamin d (25oh vit d) result was 53.5 nmol/l, and the repeat result was 35 nmol/l.

Manufacturer narrative:
The c-peptide reagent lot number was 80858100. The high sensitivity troponin t reagent lot number was 81184800. The vitamin b12 reagent lot number was 85339400. The vitamin d reagent lot number was 84807600. The other reagent lot numbers and all of the expiration dates were not provided. The customer performed a sipper check, a reagent prime, and a tip gripper check. He ran qc, which was acceptable. The investigation is ongoing.